Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
Tear in the PICC nearly severed approx. 6.5cm above the winged portion. This was located at the exit site.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process.